Event description:
A bi-level positive airway pressure (bipap) device reportedly malfunctioned and stopped delivering therapy to a patient. The caregivers reported the device did not alarm when the malfunction occurred, and that the patient had to be manually ventilated until a replacement bipap device was set-up. No patient harm or injury occurred. An investigation of the reported event has been initiated and a follow-up medical device report will be filed when the investigation of this incident is complete.